Event description:
Customer reports that a historically rh-negative donor is typing weak d positive.

Manufacturer narrative:
Retention anti-d (monoclonal blend), lot dmb47-3 and anti-d, lot d241-1 was tested with red cells of various rh phenotypes, including weak d; expected reactivity was observed. Customer submitted specimen from the donor for investigation testing. The donor's red cells typed as d-positive very weak; the donor has a possible partial d phenotype. The package insert states: "red blood cells of the r0har phenotype are usually agglutinated strongly by this product, but cells of category vi of partial d can be expected to give positive reactions only at the antiglobulin phase. Other partial d categories were tested and found to be reactive, but this does not guarantee reactivity with all examples of all partial d antigens."